Event description:
Brazil affiliate reported a patient who developed a corneal ulcer wearing acuvue 2 contact lenses. Patient was prescribed tobradex eye drops. Patient was wearing contact lenses on a daily wear schedule, and had no loss of visual acuity. Optometrist stated the corneal ulcer was not caused by contact lenses, it was an infectious ulcer. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens had a puddle. No other abnormalities were observed. No additional information is available for further investigation at this time.